Manufacturer narrative:
At analysis it was noted that no stylus was returned with the device so the stylus was added and calibrated however it was additionally noted that the stylus was unresponsive and therefore the xy printed circuit board was replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned with no information susequently tested out of specification during manufacturer's analysis. There was no patient involvement.